Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was provided instructions on putting the pump into storage mode and advised on the steps required upon receiving a replacement pump. A replacement pump with updated software was sent to the customer, who will use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery. The customer was advised to return the faulty pump to tandem within 10 days.